Manufacturer narrative:
Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined and no damage or irregularities were identified. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that unstable speed occurred. A 1.75mm rotalink¿ plus was selected for use. During the procedure, it was noted that the rotation speed was not stable due to a connection failure. The procedure was completed with another 1.75mm burr. No patient complications were reported and the patient's status was good.